Manufacturer narrative:
At this time, the cause of the temporary free flow upon insertion of the infusion set is suspected to be user-technique by the tester. The investigation is still in progress. Upon receipt of investigation results, a follow up MDR will be submitted. The device was an in house pump. (B)(4).

Event description:
This report is being sent for an incident of temporary free flow upon insertion of the infusion set noted during baxter internal testing.

Event description:
It was reported that the lead had high and varying impedance, high or unstable thresholds, and that capture was intermittent due to an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The condition of free flow was not confirmed or duplicated, therefore a root cause cannot be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. (B)(4).